Event description:
It was reported that (2) devices were used during a laparoscopic sigmoid colectomy. It was reported by the affiliate that the ts45b instrument was fired. The blue cartridge fire seemed ok but white (tr45w) cartridge was fired and the hemostasis not achieved. The staple line from the blue cartridge broke down "when insertion" of the ecs through the rectal stump. There was an extended incision to complete the case. 05/17/2000 it was reported by the affiliate that there was moderate bleeding from the staple line which was controlled laparoscopically with clamps. The staples from the ts45b were formed, but the staple line fell apart. The case was completed with the ecs29 which worked fine. No additional information.